Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of eight devices. A visual inspection of the returned product noted: two expandable sleeves were cut and the protective sheath was disengaged. The other six appeared intact. The trocars, cannulas, obturators, circular and envelope seals appeared intact. A functional evaluation found that the devices passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut expandable sleeves may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the abdominal wall during catheter insertion in a laparoscopic procedure, the cannula broke. The surgeon inserted the needle into the radially expandable sleeve after insufflation. The sleeve and needle were inserted normally into the patient to deploy the sleeve, but the sleeve essentially was stuck to the needle and buckled or bunched up as the surgeon attempted to remove the needle. They tried using two other units of the same lot but similar sticking malfunction occurred. They used another device of the same lot to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the abdominal wall during catheter insertion in a laparoscopic procedure, the cannula broke. The surgeon inserted the needle into the radially expandable sleeve after insufflation. The sleeve and needle were inserted normally into the patient to deploy the sleeve, but the sleeve essentially was stuck to the needle and buckled or bunched up as the surgeon attempted to remove the needle. They tried using 2 other units of same device but similar sticking malfunction occurred. They used another device to complete the procedure. There was no patient injury.